Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired. It was further alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.